Event description:
During device preparation prior to patient insertion, the helix of the right ventricular (rv) lead was tested and was observed to fail to extend resulting in the lead twisting on itself. The event was resolved by replacing and implanting a new rv lead. The patient was in stable condition.